Event description:
The pt met with her physician and the company rep for the event. She had surgery on (B)(6) 2010, to fix the device problem. Her device was also successfully reprogrammed. It was noted that her recharger was replaced and she could now recharge successfully. The pt was no longer having problems with her device system.

Manufacturer narrative:
(B)(4)